Event description:
It was reported that the customer's insulin pump alarmed an error during the manual prime process. Advised to revert to back up plan. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the basic occlusion test as a result of a loose drive support disk. The device had a missing end cap sticker.